Event description:
The surgeon implanted a collamer lens model cc4204bf and the lens split upon insertion. The lens was implanted and removed without pt injury. It was stated the cause of the lens damage was unk. The contact stated the indigo-p injector was used, bu the lot number was unk. Also, the contact could not recall the model and lot numbers of the cartridge used during surgery.